Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Four samples were received for evaluation. Visual and functional testing were performed. Visual inspection found the samples were in used condition, without their original packaging and with their certificate of decontamination. Functional testing could not confirm the complaint. When the samples were inflated with air, the cuffs inflated completely and symmetrically. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. D5 is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the cuffs do not inflate. No patient injury was reported.